Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that after catheter insertion during use in patient, this swan-ganz pacing catheter did not pace from the beginning of procedure. The issue was resolved by replacing the catheter. There was no allegation of patient injury.

Manufacturer narrative:
One swan- ganz bipolar pacing catheter was returned for evaluation. The customer report of catheter did not pace was unable to be confirmed. No visible damage or abnormality was observed from catheter body, balloon and windings. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 min. Without leakage. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The complaint affected unit was returned for evaluation and no defect was found. Therefore, a product non-conformance or device failure associated to manufacturing or design could not be confirmed. Pacing difficulty - during use could be associated to multiple root causes. As part of the manufacturing process 100% of the units go through an electrical inspection process. Complaints incidence will continue to be monitored, and applicable actions will be taken as required.